Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) due to lumbar spinal canal stenosis. Intra-op, the intervertebral disc space was narrow and the cage break while inserting. There was a delay of less than 60 min in overall procedure time as a result of this event. No information regarding the patient is available.